Event description:
It was reported that the patient was deficient and had bad heart failure. The patient had twiddler's syndrome and the left ventricular lead was in the pocket. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (B)(6) 2007; 5076 implantable pacing lead (B)(6) 2003. (B)(4).